Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 6. On 2023-10-03, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, abscess and inflammation. No further patient complications were reported.